Event description:
It was reported via medwatch mw5083153, that the stent broke. An express ld 7.0x60x75cm stent was selected for a procedure in the patient's leg. On (B)(6) 2013, the patient presented with a life threatening blood clot. The patient was admitted for emergency surgery. The express ld stent and a non-bsc stent were implanted. Both stents broke sometime between then and 2015. The patient underwent another emergency surgery for arterial transplant and graft. That procedure failed last year and the patient had a leg amputation in 2017.